Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the user was unable to remove the battery cap and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the battery cap was hard to remove and insert due to stripped threads on the battery cap. A test battery cap was able to be inserted and removed without any problem. There was evidence of moisture corrosion inside the battery compartment. Unrelated to the original complaint, the battery compartment was observed to be cracked from the top to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.